Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged afib, spitting up black particles, chest congestion, coughing and headaches. Patient also alleged that the device is hot. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging afib, spitting up black particles, chest congestion, coughing and headaches related to a bipap device's sound abatement foam. Patient also alleged that the device is hot. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. They performed temperature test because of the customer complaint device/power cord or supply too hot to touch. During the testing they observed the temperature recorded was within the specification. The manufacturer inspected internally and externally, observed potential tobacco contamination in ios port, inside device motor enclosures, blower box, and blower motor. Unknown white, brown, and black contamination (dust-like) (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white, brown, and black contamination (dust-like) (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, potential fluid deposit spots on the bottom of the blower motor, indicating potential water ingress. They also found potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress. Unknown white, tan, and black contamination, (dust-like) (inconsistent with degraded sound abatement foam) in the blower box. Brown, and black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Left alignment tab of ui panel broken off in unit. Not in air path. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found three error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on july 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging afib, spitting up black particles, chest congestion, coughing and headaches related to a bipap device's sound abatement foam. Patient also alleged that the device is hot. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. They performed temperature test because of the customer complaint device/power cord or supply too hot to touch. During the testing they observed the temperature recorded was within the specification. The manufacturer inspected internally and externally, observed potential tobacco contamination in ios port, inside device motor enclosures, blower box, and blower motor. Unknown white, brown, and black contamination (dust-like) (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white, brown, and black contamination (dust-like) (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, potential fluid deposit spots on the bottom of the blower motor, indicating potential water ingress. They also found potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress. Unknown white, tan, and black contamination, (dust-like) (inconsistent with degraded sound abatement foam) in the blower box. Brown, and black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Left alignment tab of ui panel broken off in unit. Not in air path. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found three error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected. Sections d8, d9, h2, h3, has been updated in this report.